Event description:
Complainant alleged that during biomed testing the autopulse resuscitation system displayed a user advisory ua 02 (compression tracking error) and a user advisory ua 08 (motor controller fault detected) message. These messages occurred after approximately 7-10 minutes of operating time. A new li-ion battery was being used, however the s/n of the battery is unknown. There was no report of any patient involvement. No additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection was performed with passing results. Functional testing including a run-in test with a 95% patient test fixture was performed, with good batteries for several hours and no faults or errors were observed. The reported complaint was confirmed. The archive shows that on (B)(6) 2013, a fully charged battery (s/n (B)(4)) was used on a medium to small object for more than forty five minutes until discharge. Several user advisory ua 02 (compression tracking error) messages were observed to have occurred on the first compression. No user advisory ua08 (motor controller fault detected) messages were observed in the archive. Per the autopulse® resuscitation system model 100 user guide (pn: 12555-001), " a user advisory generally indicates that a misalignment or inappropriate movement of the patient or the lifeband has occurred. Both of these conditions are typically correctable by the operator. Per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 2 is an indication that the autopulse® has detected a change in lifeband® tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Upon further inspection it was observed that the ir and serial ports of the processor pca board were defective. The processor pca board and the load cell amp cable were replaced. However, this is unrelated to the reported complaint. Following completion of servicing the platform, it passed all testing criteria.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.